Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer obtained a hi (greater than 500 mg/dl) glucose scan when scanning the adc freestyle libre 2 sensor compared to an hcp meter. On (B)(6) 2021, the customer self-treated with insulin (dosage unknown) and subsequently experienced unspecified symptoms of hypoglycemia and lost consciousness. Emergency services were called and a blood glucose of 39 mg/dl was obtained on the hcp meter and the customer was treated with a dextrose infusion for a diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.